Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21. Customer's blood glucose was 64 mg/dl. The customer stated a temp basal ws not programmed before the alarm occurred. The customer stated the device was not stored or not in use for an extended period of time. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to monitor the device and patient may continue to wear the insulin pump until replacement arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.